Event description:
A physician reported to baxter a connection issue with the uv flash transfer set found during use. The physician stated that the titanium adapter separated from the patient connector of the transfer set. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Since the lot number is unknown, no batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined. One used set was received for evaluation with no cap on spike and no cap on patient connector. Functionally, the set was hand tightened with a lab (B)(4) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.